Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, leaflet tearing and calcification were noted. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 23mm bioprosthetic aortic valve, implanted for approximately fourteen (14) years and eleven (11) months, was explanted due to aortic regurgitation. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. After an implant duration of approximately fourteen (14) years and eleven (11) months, it was confirmed that distal side of the artificial vessel implanted in the previous surgery was partially detached, and pseudoaneurysm was developed. Also, since aortic regurgitation (nyha: iii) was observed by echo, bentall surgery was performed. This device was replaced with a 25mm edwards magna ease valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in the ICU. The device will not be returned for evaluation as it will be sent to pathology for investigation at the hospital. The condition of the explanted valve was reported as, ¿an approximately 7mm tear was observed on nadir corresponds to right coronary cusp of the leaflet of this valve. Leaflet calcification was not much observed.¿

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.